Manufacturer narrative:
(B)(4): device currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. The patient was reimplanted with another device on (B)(6) 2013.the device has not been made available for analysis as of the date of this report, (B)(6), 2013.